Event description:
It was reported that the patient fell a couple years ago and the "lead broke in her butt". The patient also mentioned a few recent falls, but "nothing serious". It was added that "they" had to go in a "reposition everything".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v012137, implanted: (B)(6) 2008, explanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device system had to be replaced.